Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged of removing 2 growths on her carotid gland along with 2 growths on her left side of her face. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged of removing 2 growths on her carotid gland along with 2 growths on her left side of her face. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspections of the device was completed by the manufacturer and found positive deposit of foam particulate on the fit tool, evidence of water ingress previously. The manufacturer found evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. The manufacture concludes contaminates found were consistent with water ingress to the device. The manufacturer concludes evidence of sound abatement foam degradation. In this report, section d9, g3, h3, h6 has been updated or corrected.